Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02071.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, a smart coil would not detach with the handle, and the smart coil broke on the proximal end. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and new handle. There was no report of an adverse effect to the patient.